Event description:
It was reported that this right ventricular (rv) lead exhibited noise with no oversensing noted. In addition, smaller rwaves were also noted on the daily measurements. Boston scientific technical services (ts) referred to clinic for lead evaluation. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.